Manufacturer narrative:
Based on the information available by 11-may-2018, it could not be determined that the alleged event was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci had no indication from the information provided to suggest that the device caused or contributed to the debridement. The patient was being treated for a left diabetic foot wound with confirmed osteomyelitis and undergoing serial debridements. Based on the additional information obtained on 17-may-2018, medical records clarified that an antifungal medication was prescribed to treat an alleged fungal rash at the site of the sensat.r.a.c.¿ pad, and a debridement was performed to remove biofilm and callus, unrelated to the fungal rash. Kci has deemed this event reportable based on the information received on 17-may-2018. Based on information provided, it cannot be determined that the alleged fungal infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient was on two long-term intravenous antibiotics. The device passed quality control checks before and after patient placement. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On 20-mar-2018, the following information was reported to kci via medical records: on (B)(6) 2018, the patient underwent a surgical debridement of the left foot and removal of infected bone. The patient was prescribed v.a.c.® therapy, serial debridement, and six weeks of intravenous antibiotics for a chronic diabetic left foot ulcer with underlying osteomyelitis. On 11-apr-2018, the following information was reported to kci by the patient: on (B)(6) 2018, the patient allegedly underwent a debridement and was subsequently placed on an alternate dressing until (B)(6) 2018. On 17-may-2018, the following information was reported to kci by the nurse: a debridement was performed due to a fungal rash at the site of the sensat.r.a.c.¿ pad. On 17-may-2018, the following information was reported to kci via medical records: on (B)(6) 2018, the patient presented for a follow up wound assessment of the left foot wound. The physician assistant noted a fungal rash at the site of the sensat.r.a.c.¿ pad and prescribed antifungal powder to the affected area with a stop date of (B)(6) 2018. An excisional debridement was performed to remove biofilm and callus to the periwound. A wet to moist dressing was placed with orders to resume v.a.c.® therapy on (B)(6) 2018. On 29-may-2018, the following information was reported to kci via medical records: on (B)(6) 2018, the home health nurse noted that the patient was on services for wound care and infusion therapy status post acute inpatient admission for osteomyelitis on (B)(6) 2018. The patient was discharged home on (B)(6) 2018, with two antibiotics via peripherally inserted central catheter, both prescribed for six weeks. On (B)(6) 2018, the home health nurse observed the patient and noted a yeast infection "where bridging of wound vac was". The nurse notified the wound care clinic of the yeast infection and no orders were given at that time due to the patient having a scheduled follow-up appointment for (B)(6) 2018. On (B)(6) 2018, v.a.c.® therapy resumed and no signs or symptoms of infection were noted to the wound or the periwound. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on (B)(6) 2018 and was discontinued on (B)(6) 2018. On 20-mar-2018, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On (B)(6) 2018, the device was tested per quality control procedure by kc quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.